Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. The initial reporter named is a getinge employee whose contact details are: telephone number (B)(6); which differs from that of the event site. The getinge fse replaced the batteries and completed the pm. All functional and safety checks were performed to factory specifications; the iabp was released to the customer and cleared for clinical service.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse), the cs300 intra-aortic balloon pump (iabp) failed the battery runtime test. There was no patient involved, thus no adverse event was reported.